Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced discomfort at the implantable pulse generator (ipg) site, particularly when laying down. The discomfort was associated with the neurostimulator pocket. The patient reported these symptoms on (B)(6) 2024. No action was taken as an intervention. The outcome of the event is ongoing. No patient complications have been reported as a result of this event. Additional information received stated the patient had pain at the implant site. It was reported the issue was resolved without sequelae on (B)(6) 2025 with the device being explanted and not replaced. Device disposition noted as returned to manufacturer.